Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent recurrent incarcerated hernia repair with a composix kugel mesh. On (B)(6) 2004 and (B)(6) 2004 - follow up visits, pt is doing well, no problem other than expected normal postoperative pain. On (B)(6) 2005 - pt underwent excision of composix kugel mesh and laparoscopic repair of multiple recurrent suprapubic incisional hernias with a non-bard mesh. It was noted that the composix kugel mesh "had essentially rolled on itself and was entirely located at the superior aspect of the hernia."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. This is a pt with a medical/surgical history of niddm, hypertension, hyperthyroidism, and hernia recurrence. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. There were no product identifiers in the medical records provided; therefore, a DHR could not be conducted. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.